Event description:
The customer obtained multiple, lower than expected vitros tsh proficiency sample results (k01 result = 0.45 miu/l vs. Expected result = 0.67 miu/l; k02 result = 3.83 miu/l vs. Expected result = 5.42 miu/l; k03 result = 0.32 miu/l vs. Expected result = 0.50 miu/l; k05 result = 13.1 miu/l vs. Expected result = 19.68 miu/l) while using the vitros eciq immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if the event were to recur undetected with patient samples. No patient samples were known to have been affected. There was no allegation of harm to patients as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation confirmed that multiple, non-reproducible lower than expected vitros tsh proficiency sample results were obtained. Expected tsh results were obtained following repeat testing utilizing the same instrument and same lot of tsh reagent. The investigation determined there was no indication that the instrument nor the tsh reagent was not performing as expected. The investigation could not determine a definitive root cause. However, an instrument related issue and/or a reagent related issue cannot be ruled out as possible contributing factors.